Manufacturer narrative:
The age and weight of the patient are not known. The acclarent products used during the procedure were said to have functioned as normal and the bsp procedure was completed as planned. The physician noted that the suspected cause of the csf (cerebrospinal fluid) leak was the removal of the polyp using the shaver blade. No acclarent devices are available to be returned for evaluation as they were discarded by the user facility. If additional information is received regarding this report, a supplemental report will be filed. Acclarent will continue to monitor this phenomenon for trending purposes. Concomitant medical products and therapy dates (exclude treatment of event): unknown brand of rigid seeker, back-biter, and shaver used during the same procedure on (B)(6) 2015.

Event description:
Acclarent was informed of an event which occurred during a procedure in which a relieva&#59411;pin balloon sinuplasty system was used. The hybrid procedure performed on (B)(6) 2015 included balloon sinuplasty (bsp) along with an ethmoidectomy, polypectomy, and a maxillary antrostomy. A rigid seeker, back-biter, and a shaver were said to have been used in addition to the acclarent products. The bsp portion of the procedure was said to have been completed and then the shaver was used to remove a polyp. Sometime thereafter, a csf (cerebrospinal fluid) leak was noticed, and the area was packed with surgicell. Upon the completion of the procedure, the patient's condition was noted to have been normal with no reported neurologic deficits. It is not known if the patient required any further intervention or hospitalization.